Event description:
The customer reported that he activated a pod on (B)(6) 2013 at 9:07 pm. His blood glucose was 323 mg/dl and he gave himself a 3.20 unit bolus. At 11:02 pm, it was 178 mg/dl. He provided the following history for (B)(6). At 7:09 pm, he deactivated the pod. When he removed it, he noticed that the cannula had dislodged and there was blood on the adhesive.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect that would have caused the cannula not to insert properly or the pump to fail to deliver insulin was found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory investigation. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery", and" because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery".